Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024, reported as "last month." D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) of four (4) amia automated pd cycler sets were ¿off¿ inside the individual packaging. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.